Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch report received and states: the 2.5x12mm trek coronary balloon burst in body after the second inflation.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed report, additional information states: there were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.